Manufacturer narrative:
The lead is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016 for a lead revision procedure due to right atrial (ra) lead dislodgement. The local representative reported that this patient's venous vasculature was tortuous and helix extension/retractions difficulties were encountered. The physician elected to remove the lead and a replacement ra lead was implanted. The lead was received at boston scientific's return products department.

Manufacturer narrative:
This ingevity lead was returned to (B)(4) post market quality assurance laboratory with the helix mechanism in a partially extended position. Visual inspection found dried blood/tissue around the helix and in the lead's neck region. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.